Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a pre-balloon dilation was performed with a 21 mm non-medtronic balloon. After the balloon dilation, the patient went into complete heart block (chb) with no escape and pacing on the left ventricle wire was performed. The valve was successfully implanted a little deeper due to the patient's narrower sinuses and calcium at the sinotubular junction (stj) with a final implant depth of 5 mm on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc). After the valve implant, chb remained with no escape rhythm. Temporary transvenous pacing wire was inserted and the patient left the operating room with the temporary pacemaker. The patient continues to be monitored to see if the pre-existing rhythm of first degree atrio-ventricular (av) block with left bundle branch block (lbbb) returns. It was reported the annulus perimeter measured at 71.3 mm.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no permanent pacemaker was required and the patient was discharged home the following day.